Manufacturer narrative:
A search for non-conformance's associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was discarded by the user facility and not returned to the manufacturer for analysis; therefore, the alleged product issue cannot be confirmed. The instructions for use (IFU) identifies premature coil detachment and difficult or delayed coil detachment as potential complications associated with use of the device.

Event description:
It was reported that the embolization coil device was used in a balloon-occluded retrograde transvenous obliteration (brto) case. When the coil was inserted into a balloon catheter, the coil encountered resistance near the tip of the catheter and did not advance further. While retracting the coil, the coil unintentionally detached in the catheter. In addition, the distal part of the coil became unraveled. The physician attempted to push the coil out of the catheter tip by using a guidewire or by flushing saline but the coil did not advance any further. When the catheter was withdrawn, the coil was able to be withdrawn as well, and both the catheter and the coil were successfully removed from the patient. Another coil was used to continue the procedure. Subsequently, the procedure was completed successfully.